Manufacturer narrative:
Note : product reference 4430893 is not cleared for sales in the USA, but similar product reference 5433750 is cleared under #510k130576. Batch history review: we have checked the manufacturing file of the involved batch, which complies with our specifications, and does not present any discrepancy. No other similar complaint has been reported to u.s. On this batch of access ports released in september 2019. Investigation results: we received for investigation one celsite st301f access port from batch nr: 36942216. The catheter is broken at 8,6 cm from the access port housing. It is still connected to the access port with a connection ring. The distal part of the catheter is missing. The rupture facies is rough and ovalized at this level. This proves that it was pinched, kinked, or sutured at this level. Dimensional measures: we have measured the returned catheter in order to check its conformity to our specifications. All the characteristics conform to our specifications. Conclusion: no manufacturing defect has been detected on the returned device. The received elements allow us to hypothesis that the catheter rupture occurred due to the fact that the catheter was angled, kinked or sutured at the entrance of the jugular vein. Only the review of the x-ray pictures could allow us to confirm this hypothesis. The IFU specifies, "to ensure that the system works correctly, there should be no kinking of the catheter." ¿v-2 this is a rare incident, no corrective action is envisaged at the moment.

Event description:
Catheter fractured at 8 cm from the connection only 2 months after implantation.